Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) indicate the patient had inadequate pain relief for low back hip and leg. The device diagnosis was catheter occlusion. The clinical diagnosis was inadequate pain control. The catheter was explanted/replaced on (B)(6) 2019. The outcome was noted as ongoing. The cause of the inability to aspirate the replacement catheter was not determined. The cause of the inability to aspirate the original catheter was not determined. They were not certain yet if the change in drug concentration and dose resolved the issue. It was noted that the change had not been completed. It was noted it would take some time to discern this as the patient's drug concentration changed. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The patient was receiving dilaudid 0.2 mg/ml for a total dose of 0.20947 mg/day at time of event. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the catheter was revised on (B)(6) 2018. It was reported that during the surgery the catheter was cut and the hcp was unable to aspirate any cerebrospinal fluid from the spinal segment. The segment was flushed but could still not be aspirated. Once the spinal segment was replaced the hcp re-attempted to aspirate the catheter but could not. It was confirmed that the catheter was intrathecal. It was reported that the concentration would be decreased in order to get a higher flow rate (hydromorphone 10 mg/ml at .5 mg/day). The explanted segment was disposed of and would not be sent back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 1.334 mg). The indication for the device was chronic pain. It was reported that the patient had 100% relief during trial of the system but since implant the pump had not been controlling their pain. There were no reports of any falls, injuries, withdrawal symptoms or changes in therapy when the patient is in different positions. A dye study was performed and the catheter was unable to be aspirated. The issue is unresolved at the time of this report and the patient is alive with no injury. It was reported that the a catheter revision is being scheduled. No further complications have been reported as a result of this event.